Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006, patient underwent following procedure: l5-s1 lumbar fusion with posterior pedicle screws, posterior interbody fusion with peek bmp and autograft, all done with microscopic dissecting technique through the maxcess minimally invasive system; for pre-op diagnosis of: l5-s1 degenerative disc disease. Per-op notes: after completing decompression of l5 and s1 nerve roots disc space was opened. Complete discectomy was performed and 23 x 10 mm peek spacer filled with bone graft was packed in disc space along with bmp. Placement was confirmed with fluoroscopy. No complications were reported.